Event description:
Additional information: 1) was there a break in the metal needle cannula? No. 2) was there a break in the IV catheter (hose)? No. 3) was there a crack in the luer connector of the IV catheter? The crack is in the neck of the IV catheter just before it narrows down to the "hose". 4) did the event directly, or indirectly involve a patient or user? Yes, it was inside the pt and the nurse had removed the needle, attached a pigtail and blood kept running out so she discovered the crack. 5) please confirm the number of occurrences. This specific incident has occurred once.

Manufacturer narrative:
Investigation results: received one photo and 1 broken catheter adapter of a 20gx1.00in insyte autoguard device from lot 3251063 for the investigation of this complaint. The returned photo shows a statloc device and the 20g oag is not visible. A gross visual inspection shows the catheter adapter is broken right on the push tab around the circumferences of the washer. Both ends with the damages are rough as though the defect was caused by applying some force on the unit. The type of damage observed is most commonly observed in a u-shape around the adapter. If existing crack is present, the adapter could come into 2 pieces during use. Based on the location and shape of the crack, the observed defect mostly likely originated during the zone five manufacturing process. Misalignment of the rotating gripers with respect to the pick and place grippers can caused a cracked adapter. The misalignment would cause contact before the adapter rotate operation is completed. Visual inspections for damaged/cracked adapters and leak testing are performed periodically per the sampling plan to mitigate the risk of this defect. Preventative maintenance (pm¿s) is also performed periodically to ensure proper functioning of the equipment. The manufacturing personnel were notified of this complaint. Investigation conclusion(s): the damage of catheter defective/damage was confirmed. Probable root cause conclusion(s): manufacturing.

Event description:
It was reported that bd insyte autog bc wing pnk 20ga x1.16in cracked and leaked. The following information was provided by the initial reporter: "the end of cannula cracked causing leaking of blood."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.